Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump intermittently lost power. Allegedly, the battery compartment was cracked, and the yellow o-ring of the battery cap was visible while the cap was attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/29/2017 with the following findings: a review of the black box showed evidence of unexplained power on reset events on the date of the complaint. The pump intermittently powered on with the returned battery cap to a dim discolored display. The battery cap threads were damaged. A test battery cap was used for all testing. The battery compartment was cracked in the thread area and from the thread area to the case seal. The battery compartment threads were damaged. The pump was run for 24 hours and no reboots, losses of power, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.